Event description:
It was reported that this right ventricular (rv) lead was identified during a post-operative check after rv threshold variations were observed with changes in body position. The physician determined the lead was likely micro-dislodged based on the clinical assessment and x-ray review. The lead was surgically repositioned. No additional adverse patient effects were reported.